Event description:
A dissection was seen at the treated lesion, post procedure, on duplex ultrasound. The pt is a male. The target lesion was the left distal superficial femoral artery. The vessel anatomy at the lesion site was straight and the type of lesion de novo. Lesion location was 5cm above the superior edge of the patella. Total lesion length was 50mm and occluded. The reference vessel diameter was 6mm. The procedure was angioplasty only. Access method was percutaneous, using an ipsilateral approach. A stourq 0.35 guidewire was used to access the lesion. It is unk if there was any difficulty accessing the lesion with the guidewire or crossing the lesion with the balloon. It is unk if an indeflator was used in the procedure and at what atmospheres the balloon was inflated to. There was no report of a balloon burst. There was no reported injury to the pt. Post-procedure, it was found during a duplex ultrasound that there was a dissection of the treated lesion. The severity was mild and the dissection was left untreated. Please note that multiple attempts to acquire additional pt and procedural info have been made and have been unsuccessful.

Manufacturer narrative:
The product is not available for eval and testing. Additional info to be submitted 30 days upon receipt.